Event description:
The customer reported that a nurse was in the room using a pt monitor at the pt's bedside for nibp measurement when they noticed that the pressure dropped. They then saw the flat line on the monitor, but the monitor did not alarm. The pt was a dnr and did expire.